Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed patient has a bundle branch block and at elevated heart rates the patient loses r wave amplitude and starts t wave oversensing. Ts recommended screening at elevated rates with different pg locations to see if we can maintain r wave amplitude. This s-ICD system remains in service. No additional adverse patient effects were reported. This product was returned without a known explant date.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed patient has a bundle branch block and at elevated heart rates the patient loses r wave amplitude and starts t wave oversensing. Ts recommended screening at elevated rates with different pg locations to see if we can maintain r wave amplitude. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed patient has a bundle branch block and at elevated heart rates the patient loses r wave amplitude and starts t wave oversensing. Ts recommended screening at elevated rates with different pg locations to see if we can maintain r wave amplitude. This s-ICD system remains in service. No additional adverse patient effects were reported. This product was returned without a known explant date.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the explant date, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed patient has a bundle branch block and at elevated heart rates the patient loses r wave amplitude and starts t wave oversensing. Ts recommended screening at elevated rates with different pg locations to see if we can maintain r wave amplitude. This s-ICD system remains in service. No additional adverse patient effects were reported. This product was returned without a known explant date.